Manufacturer narrative:
The field service engineer checked the analyzer and replaced the spacers on the vacuum pump, a reagent probe, and the ultrasonic mixer. The customer reported no further issues after the service actions. The investigation determined that the service action resolved the issue.

Manufacturer narrative:
The reagent lot number was 823651. The expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable low urea results from the cobas 8000 c702 module. Of the approximately 350 result comparisons provided, a representative example was an initial result of 4.48 mmol/l and a repeat result of 10.01 mmol/l. The questionable results were not reported outside of the laboratory.